Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed dashes (---) for base rate, sensor parameters, refractory and sleep rate. The physician did not attempt any additional programming or follow-up. At a subsequent follow-up, attempts to return to standard and perform a software download were unsuccessful and the device was replaced.